Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x150cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 2.5x150 coyote mr balloon catheter. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote balloon catheter. The shafts, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage; however, inspection of the shaft revealed that the inner shaft had a hole/perforation distal of the distal markerband. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tip and the hole in the shaft. The shaft hole/damage is consistent with damage that can occur due to interaction with a guidewire. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4) / tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 2.5x150 coyote mr balloon catheter. No patient complications were reported and the patient¿s status was stable.